Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified, narrow mid left anterior descending artery. An attempt was made to advance a 2.5 x 28 mm xience v stent delivery system (sds); however, while pushing the sds, in an attempt to cross the lesion, the proximal shaft separated at the hub. An unknown balloon catheter was used for balloon angioplasty to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.